Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Related product model #: 42255. Related product serial #: no value found related product upn #: m001491671. Related product batch/lot: 0008451089 . Related product family: starter. Material number: m001491671. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure cancelled/rescheduled,unable to use device - attempted patient outcome: 104: cancelled/rescheduled - post sedation/sedation unknown. Event description: ecn event description: tee was performed prior to case and no effusion was noted. Physician proceeded with groin access, followed by mapping of right atrium, and then insertion of farapoint catheter using faradrive sheath. All proper procedures were followed during these steps. Physician began ablating the cti line for typical flutter. After 9 treatments with the farapoint catheter, the physician noted a slight pericardial effusion and the procedure was halted. Changes in patient vitals were not observed. All catheters were removed and protamine was given to reverse the heparin bolus that has been given previously. Patient was monitored in the room for an hour and was stable. Patient was taken to post-op unit and was observed until discharge. The farapoint catheter was never used perpendicular to heart tissue and was only laid parallel to the tissue in the cti line. The physician expressed concern about pfa energy or the farapoint catheter being the cause of the pericardial effusion. We attempted to educate the physician more about pfa energy, but she was unavailable for a full conversation. The physician agreed to having a full conversation with boston scientific about it in the future. Of note, the patient also has heart failure and an ICD was placed approximately 5 months ago. A pacemaker rep checked the device post-procedure and said that they didn't note any changes to lead quality. Patient present at time of event?: yes. Patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: this was physicians second time using farapoint catheter. She is unsure whether the catheter or energy could have led to cardiac perforation. We spoke with her about the procedure and she has decided not to continue to use farapoint for now. Medical or surgical interventions: the case was discontinued and the patient was monitored, but no interventions took place. Patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered procedure number: pn-3109883 reason for unsuccessful procedure: small pericardial effusion was noted on ice imaging based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia. Event date: 2026-3-30. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion. Procedure date: (B)(6) 2026. Type of procedure: atrial fibrillation (af)/ atrial flutter (afl) ablation. Country of event: united states. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found.